Event description:
Allergan textured implants after double mastectomy. Health has deteriorated to the point where I am bed ridden most days and other days still in pain. Bone pain, skin sensitivity, hair falling out, weight gain (B)(6), brain fog; extreme exhaustion, teeth deterioration and sore mouth, feet are so painful, it's hard to walk some days, fibromyalgia which has worsened greatly; blurred vision, no appetite yet no weight loss, underside of breasts are extremely painful, fullness under armpit and lumps on ribs; searing pain on certain spots of arms and legs; deep bone pain in arms from shoulders to every bone in hands, muscle spasms, and much more.